Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a remote monitor data review, an oversensing episode was observed. The episode in question did result in some pacing inhibition and an automatic device programming change. Lead parameters were all reported as stable and technical services was contacted for mitigation information. The ts data review confirmed the signal artifact oversensing episode however noted that the device algorithm worked as intended by switching from the right atrial channel to the right ventricular channel. It was further stated that its under the discretion of the attending physician if they wanted to leave the feature programmed on or moved to off. No resulting adverse patient effects were reported due to the observed inhibition and to date, no surgical intervention has been communicated.